Event description:
New information received indicated that no electrical anomalies were detected. An x-ray was performed to confirm the dislodgement.

Manufacturer narrative:
The reported event of lead dislodgement and an unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, that the right ventricular (rv) lead dislodged acutely. The physician, explanted the rv lead and replaced it with a new rv lead. There were no adverse health consequences. The patient was stable.

Event description:
New information received indicated that an increase in capture threshold was observed on the rv lead.